Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blood glucose level of 44 mg/dl and the insulin pump failed to go into threshold suspend. The customer declined troubleshooting as this was a past event. The insulin pump was not replaced or returned for analysis.